Event description:
Rt went to set up v60 on pt in room and the touch screen wouldn't work. It kept alarming and couldn't make any changes to the bipap machine at all. Touch screen not functioning properly. This is a current philips field safety notice (september 12, 2019) but this serial number was not found on the list of affected ventilators. FDA safety report ID # (B)(4).